Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing found internal shorts between conductor paths and x-ray examination found over-torqued inner coil. Visual inspection found the outer insulation to be twisted at the proximal region of the lead. The cause of failure to capture was isolated to over-torqued inner coil in the connector region consistent with procedure damage.

Event description:
It was reported that the patient was presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead had exhibited loss of capture. The rv lead was removed and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.